Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient experienced a cgm accuracy issue. At around 7am, the patient inserted a new sensor and after warm-up, the cgm was reading high mg/dl. While at work, the patient began feeling tired and agitated. His cgm was still reading high mg/dl. Around 11am, the patient self-treated the high mg/dl reading with an insulin injection of 5 units. Around 12pm, the patient lost consciousness and his coworker called 911. One ems arrived; the patient bg meter reading was 22mg/dl while the cgm was still reading high mg/dl. Ems treated the patient with IV glucose and after 30 minutes, the patient¿s bg meter reading increased to 102 mg/dl and the patient regained consciousness. Around 5pm, the patient called dexcom technical support to report the cgm was still providing him with high mg/dl readings. The patient was instructed to replace his sensor. The patient was feeling better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).